Event description:
The individual opened a box of gloves and began to experience difficulty breathing. The individual reported that they spent 1.5 hrs in the dr's office and was treated with benadryl, oxygen and epinephrine (adrenaline). The individual stated that they were diagnosed with latex allergy and anaphylactic shock.